Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler, liberty cycler set, and the patient¿s peritonitis. However, there is no allegation or any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. It was reported the patient¿s peritonitis was associated with the organism staphylococcus aureus which is known to reside in human nares and on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to the patient¿s facemask slipping off (a breach in septic technique during the pd exchange), as reported.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow up, the pdrn reported that the patient had staphylococcus aureus peritonitis. There were no reported issues with any fresenius device or product in relation to the event. Rather, it was stated the patient¿s face mask was not on properly and slipping off (during the pd exchange). The patient was treated on an outpatient basis (not hospitalized) with unspecified antibiotics. The patient is recovering from the event. No further information is available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.